Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; potential implant matter was considered and threshold - in case of implant failure - was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Referring to the event description the patient had suffered from an additional bone fracture approx. 4 months after initial implantation. X-rays confirmed that additional bone breakage was not directly below the nail. Nail and associated implants did not show any faults or kind of malfunction. Thus, it was concluded that the event was not caused by a deficiency of the device. The cause of the event could not be determined exactly but referring to the distance between nail and additional bone breakage it was suggested that the bone breakage was rather patient related. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device ¿ neither did the review of provided x-rays.

Event description:
It was reported via a medical expert review of the gamma 3 follow up documentation that a female patient who had previously undergone implantation with a trochanteric nail kit on (B)(6) 2007 allegedly presented with a distal femoral fracture (under the gamma nail) on (B)(6) 2007 which required revision surgery.

Event description:
It was reported via a medical expert review of the gamma 3 follow up documentation that a female patient who had previously undergone implantation with a trochanteric nail kit on (B)(6) 2007 allegedly presented with a distal femoral fracture (under the gamma nail) on (B)(6) 2007 which required revision surgery.